Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device sensor. The customer had initially reported that their adc device was unable to power up due to unspecified battery/no power issue and a replacement device was ordered. The customer called back to report that the ordered device was not delivered and as a result, they were unable to monitor their blood glucose. The customer experienced weakness and a loss of consciousness and was treated with glucose injection by a healthcare professional. There was no report of death or permanent injury associated with this event.